Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site and the device was also mobile in the pocket. Surgical intervention was undertaken in (B)(6) 2016 (exact date unable to be provided) and the ipg was revised.